Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation (bidirectional shunt). Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as an atrial septal defect device was implanted for treatment. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a prolapsed posterior. One clip was successfully implanted, reducing mr to a grade of <1. Upon removal of the sgc, a bidirectional shunt was observed. For treatment, an atrial septal defect device was implanted. There was no clinically significant delay in the procedure.